Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that whenever the patient turned on the ins they felt a jolt. The caller noted that the jolt went away and that it was because the patient¿s frequency was high. The caller stated it had been the case since the patient got their first implant in 2009. There were no further complications reported.